Manufacturer narrative:
Maquet cardiovascular received the device on 6-jan-2010. Quality will evaluate the device and perform investigation. A supplemental report will be submitted when the investigation has been completed. (B) (4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the tissue welder self-actuated upon plugging in. The toggle switch was not "on" but the device was continuously overheating and melted its surroundings on the operating room table. A replacement device was used to complete the procedure. The hosp did not report any pt complications. Product returning.